Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a dynamic hip screw insertion surgery, the operating room (or) stated that the drill end cap on the battery handpiece device could not be locked or moved once the battery device was in place. According to the reporter, the lid device was used together with the device. There was a five minute delay to the surgical procedure to obtain another spare device to be brought from the "mdrd". It was reported that the surgery was completed successfully. There was patient involvement reported. The reporter indicated that the patient was an inpatient. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition that the drill end cap cannot be locked or moved once the battery is in place was confirmed. An assessment was performed on the device which determined the lid will not fit properly, and the housing was cracked / damaged. The assignable root cause was determined to be due to component wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.